Manufacturer narrative:
Medwatch sent to FDA on 5/16/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of an allergic reaction, itching, swelling, rash, eczema, rosacea, and "look awful" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." "Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." "Post-market surveillance: juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Patient reported that an unspecified time after injection ¿about a year and a half ago¿ with juvéderm voluma xc, they experienced ¿an allergic reaction to the product.¿ patient experienced ¿itching, swelling, and a rash all over¿ their face an unspecified time after injection. Patient provided clarification of the event, reporting that after the initial injection, the patient flew to out of the country and their skin was fine. A week later, the patient flew to another country and when they arrived, they had a "terrible rash" on their face and had to go to the hospital. Patient saw an allergist and was told to take zyrtec. Patient stated that the zyrtec helped a little bit. Patient arrived back to their home state about 2 months after initial injection and saw a dermatologist and was prescribed a cortisone cream that was "more mild than regular cortisone cream." Healthcare professional told the patient to take ¿azene,¿ a liquid soap, and to wash their face with it. Next morning, after using ¿azene¿, the patient had a "flare up" on their face and had to go to the hospital. Patient stated they saw 6 doctors at the hospital. Patient also saw an allergist that their primary care physician recommended; the allergist told the patient they either had exzema or rosacea. Patient then saw 6 dermatologists and one of them told the patient that they had an allergy. Approximately 8 months after injection, patient saw another doctor that put 19 patches on their back (for an allergy test) and gave the patient a prescription for cortisone to take orally. Patient was taking cortisone pills for 6 weeks. Patient also stated that they are using cortisone cream on their face for treatment. One of the dermatologists said that the patient was allergic to fragrances. The only thing that the patient can use is "aveeno active naturals daily moisturizing lotion" that has ¿dimethicone¿ skin protectant and vaseline. Patient is still exhibiting symptoms and trying to wean themselves off of the cortisone cream. Patient is also not allergic to "pure petroleum jelly deep moisture creamy formula fragrance free with vitamin e" as well. Before the injection, patient wanted their face to "look better," but states now they look "awful" and have a rash on their face. Patient also has a rash on their lips. Patient stated that the product has "ruined" their social life because of how their face looks. Patient takes no prescription medication. Patient takes vitamin pills daily. Patient has arthritis in their lower back. Symptoms are ongoing.